Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated that patient reported ins hasn't worked for over 5 years. Patient didn't give any further detail about this. There was no symptom reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient reported the battery never worked as expected. No actions or interventions were taken or planned. No further complications were reported or are anticipated.